Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator revealed abnormal doo function. Marker anomalies were observed and the device reported heart rate of 145bpm. There were no patient issues. The patient would be seen in clinic for further follow-up.